Manufacturer narrative:
Initial reporter phone#: (B)(6). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ pre-filled normal saline syringe stopper separated from the plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the 9-bed patient was hospitalized for pneumonia. After the infusion was completed at 10:30 with the intravenous indwelling needle, the responsible nurse went to ward, sealed the tube with the flush 3ml, opened the outer package, and turned the stopper exhaust. The stopper fell off immediately. The nurse immediately used another one to seal the tube, which did not affect the child."